Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple central nurse's stations (cnss) were sporadically dropping devices. Cns-6801a sn (B)(6) v02-13 ip (B)(4): the customer reported that this cns dropped: bed ID pacu08: bsm 3552 sn (B)(6) v08-31 172.16.30.108. Time of drop off was unknown. Cns-6801a sn (B)(6) v02-13 ip (B)(4): the customer reported that this cns dropped two devices: bed ID 3e342: bsm-6701a sn (B)(6) v08-31 172.16.10.165, bed ID 3e355: bsm-6701a sn (B)(6) v08-31 172.16.10.178. Drop off occurred on (B)(6) 2025 approximately at 11:00 pm. The customer readmitted the devices, and they are currently showing at their respective cnss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device. Central nurse's station model: pu-681ra, sn: (B)(6), device manufacturer date: 02/17/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-3552a, sn: (B)(6), device manufacturer date: 05/14/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: mu-671ra, sn: (B)(6), device manufacturer date: 04/30/2020 , unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: mu-671ra, sn: (B)(6), device manufacturer date: 06/05/2020 , unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multiple central nurse's stations (cnss) were sporadically dropping devices. Cns-6801a sn (B)(6) v02-13 ip (B)(4): the customer reported that this cns dropped: bed ID pacu08: bsm 3552 sn (B)(6) v08-31 172.16.30.108. Time of drop off was unknown. Cns-6801a sn (B)(6) v02-13 ip (B)(4): the customer reported that this cns dropped two devices: bed ID 3e342: bsm-6701a sn (B)(6) v08-31 172.16.10.165, bed ID 3e355: bsm-6701a sn (B)(6) v08-31 172.16.10.178. Drop off occurred on (B)(6) 2025 approximately at 11:00 pm. The customer readmitted the devices, and they are currently showing at their respective cnss. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that two central nurse's stations (cnss) were sporadically dropping bedside monitors (bsm). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that two central nurse's stations (cns) were sporadically dropping bedside monitors (bsm). Cns (B)(6) sn (B)(6) v02-13 ip 172.16.30.11: this cns dropped a bsm: bed ID (B)(6): bsm 3552 sn (B)(6) v08-31 172.16.30.108. (The time of the drop off was unknown.) Cns (B)(6) sn (B)(6) v02-13 ip 172.16.10.13: this cns dropped two bsms: bed ID 3e342: bsm-6701a sn (B)(6) v08-31 172.16.10.165. Bed ID (B)(6): bsm-6701a sn (B)(6) v08-31 172.16.10.178. (These dropped off the cns on (B)(6)2025 at approximately 11:00 pm.) The customer readmitted the bsms. They were then showing at their respective cnss. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. As such, a root cause could not be determined. There is not enough information to perform an investigation. Trending will continue to be monitored for this device, incident issues, and causes. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns: central nurse's station (cns): model: pu-681ra. Sn: (B)(6). Device manufacturer date: 02/17/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitor (bsm): model: bsm-3552a. Sn: (B)(6). Device manufacturer date: 05/14/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. 2 bedside monitors (bsm): model: mu-671ra. Sn: (B)(6). Device manufacturer date: 04/30/2020, 06/05/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.